Manufacturer narrative:
H.10: an external visual inspection, a functional verification test and an internal inspection have been carried out at the manufacturer site and no deviations of the device could be identified. All results were within specifications.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump 4. The incident occurred in (B)(6). A livanova representative investigated the reported device. During this evaluation the reported failure could not be confirmed or reproduced. The device worked according the specification. As the issue could not be reproduced and could be intermitted the device was requested back to livanova deutschland for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a centrifugal pump 5 stopped and the display became blank during priming. There was no patient involvement.